Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the electronic patient gas system (epgs) failed calibration. There were no adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint but did find that there was a kink in the air hose attached to the epgs inlet. The epgs was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the epgs to lab use only (luo) testing equipment. The epgs calibrated successfully and held accurate oxygen (o2) blends throughout the evaluation. The o2 sensor output in ambient air was within specification range. The event log indicates instances of low o2 pressure which is consistent with the kinked air hose that was found. The epgs operated as intended.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and air and oxygen (o2) were introduced. The o2 analyzer calibrated successfully and the epgs passed all testing. The srt replaced the o2 sensor as a precaution. The unit operated to the manufacturer's specifications.